Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the patient presented to the hospital for a routine check up. The physician reported it was not possible to interrogate the device or get a magnet rate. Six months prior to this check up, the device indicated remaining longevity of 7 to 32 months. Premature battery depletion was suspected. The patient was a transplant patient, and no longer needed the device. The device was explanted and returned. No patient complications have been reported as a result of this event.